Event description:
It was reported that the line would not prime, and it turned up with error codes: 41622. Per reporter, the line was later primed. The issue occurred during the change of cassette. There was no patient harm because a new cadd pump was sourced and the patient still received the required treatment.

Manufacturer narrative:
E1: facility name "(B)(6) hospital for children nhs foundation trust". H3: one device was received for investigation. Visual inspection was performed and found a detached downstream occlusion (dso) seal. Functional testing was performed and found the device shows error 41622. Review of the event history log found the device showed error 41622. The primary problem was due to a defective motor. The motor and dso seal were both replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.